Manufacturer narrative:
Citation: patel js et al. Optimizing hemodynamics of transcatheter aortic valve-in-valve implantation in 19-mm surgical aortic prostheses. Catheter cardiovasc interv. 2018 sep 1;92(3):550-554. Doi: 10.1002/ccd.27415. Epub 2017 dec 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of achieving good hemodynamic results with valve-in-valve transcatheter aortic valve replacement for degenerated 19 mm surgical bioprosthetic valves. All data were collected from a single center between july 2016 and april 2017. The study population included 5 patients (predominantly female; mean age 82 years), 4 of which were implanted with a 23 mm medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: one patient developed complete heart block requiring permanent pacemaker implantation, one patient experienced left ventricular perforation due to the left ventricle wire with resultant tamponade requiring open chest exploration, and mildly elevated post-procedural mean aortic valve gradients. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.